Event description:
It was reported the physician was performing a labral repair using the speedstitch suturing device, needle cassette and suture cartridge. Intra-operative the physician could not secure the suture cartridges to the suturing device as the cartridge wings would not deploy. After several attempts, the cartridge was loaded but would not catch upon needle deployment. The physician ultimately completed the procedure using a competitors device. The resulting surgical delay was less than 5 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age was not known. The lot number of the device was not provided; therefore, no manufacturing or expiration date can be determined. Reference manufacturer reports: 9019871-2012-00115 and 9019871-2012-00116.